Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('last baby was born premature') in a male patient whose mother had inserted essure (batch no. 626679) during pregnancy. The mother received the product for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: foetal exposure during pregnancy "fetal exposure during pregnancy". Last menstrual period and estimated date of delivery were not provided. On (B)(6) 2008, the mother had essure inserted. On an unknown date, the patient was diagnosed with premature baby (seriousness criterion hospitalization) and plagiocephaly ("plagiocephaly"). At the time of the report, the premature baby and plagiocephaly outcome was unknown. The reporter considered plagiocephaly and premature baby to be related to essure. The reporter commented: this is a child case which has been linked to main case (mother case (B)(4)). The  plaintiff experience three previous pregnancy episode with essure  in 2014 , 2015  and 2016 which is captured under case. Lot number: 626679 manufacture date: 2008-02 expiration date: 2010-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('last baby was born premature') in a male patient whose mother had inserted essure during pregnancy. The mother received the product for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: foetal exposure during pregnancy "fetal exposure during pregnancy". Last menstrual period and estimated date of delivery were not provided. On (B)(6) 2008, the mother had essure inserted. On an unknown date, the patient was diagnosed with premature baby (seriousness criterion hospitalization) and plagiocephaly ("plagiocephaly"). At the time of the report, the premature baby and plagiocephaly outcome was unknown. The reporter considered plagiocephaly and premature baby to be related to essure. The reporter commented: this is a child case which has been linked to main case (mother (B)(4) the  plaintiff experience three previous pregnancy episode with essure  in 2014 , 2015  and 2016 which is captured under case. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('last baby was born premature') in a male patient whose mother had inserted essure (batch no. 626679) during pregnancy. The mother received the product for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: fetal exposure during pregnancy "fetal exposure during pregnancy". Last menstrual period and estimated date of delivery were not provided. On (B)(6) 2008, the mother had essure inserted. On an unknown date, the patient was diagnosed with premature baby (seriousness criterion hospitalization) and plagiocephaly ("plagiocephaly"). At the time of the report, the premature baby and plagiocephaly outcome was unknown. The reporter considered plagiocephaly and premature baby to be related to essure. The reporter commented: this is a child case which has been linked to main case (mother case (B)(4)). The  plaintiff experience three previous pregnancy episode with essure  in 2014 , 2015  and 2016 which is captured under case.. Lot number: 626679 manufacture date: 2008-02 expiration date: 2010-01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('last baby was born premature') in a male patient whose mother had inserted essure during pregnancy. The mother received the product for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: foetal exposure during pregnancy "fetal exposure during pregnancy". Last menstrual period and estimated date of delivery were not provided. On (B)(6) 2008, the mother had essure inserted. On an unknown date, the patient was diagnosed with premature baby (seriousness criterion hospitalization) and plagiocephaly ("plagiocephaly"). At the time of the report, the premature baby and plagiocephaly outcome was unknown. The reporter considered plagiocephaly and premature baby to be related to essure. The reporter commented: this is a child case which has been linked to main case (mother case (B)(4)). The  plaintiff experience three previous pregnancy episode with essure  in 2014 , 2015  and 2016 which is captured under case. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.